Manufacturer narrative:
Based on the results of the investigation, the most probable cause was component failure. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center for a separate issue. During the device analysis, a reportable event was found. It was determined that b30 (communication error) was observed. There was no patient involvement.